Event description:
It was reported via phone call, that the customer received a motor error alarm. It was also mentioned that the customer had a partial display. Customer's blood glucose level at the time is unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked broken belt clip slot and cracked reservoir tube lip. The insulin pump was unable to perform the displacement test due to display anomaly. The insulin pump was unable to verify motor error alarm due to display anomaly. However , the motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.